Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with ventricular fibrillation (vf). Shocks were given by the implantable cardioverter defibrillator (ICD) which broke the arrhythmia. Patient had returned to vf which the ICD undersensed due to poor signal. Therapy was not given and the patient was deceased.